Event description:
It was reported that the customer was hospitalized with a blood glucose of 569 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer did not recall when they were released from the hospital, however, the customer was released from the hospital with the issue resolved and no permanent damage.